Manufacturer narrative:
The device has been received for analysis. Currently the investigation is in progress. (B)(4)..

Event description:
It was reported that during ongoing use, the battery's longevity had dropped from 11 years remaining to 6.5 years since the last device check approximately one year ago. After data was sent to technical services for disk analysis, it was confirmed that the power consumption had been increasing. The device was subsequently explanted and replaced. No adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that premature battery depletion was suspected. During the recent device check, it was observed that the battery's longevity had decreased from 11 years remaining to 6.5 years remaining. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed premature battery depletion, and that the power consumption had been increasing over the past year. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.